Event description:
The pt's parents reported that the pt stopped responding to sound following hitting the head over the implant site. Diagnostic testing determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.